Event description:
The customer reports that the device has a dial that is not functional. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation.